Event description:
It was reported that a shockwave l6 peripheral intravascular lithotripsy (IV) catheter was used to treat a lesion in the abdominal aorta and the common iliac. The l6 successfully delivered 300 pulses. After delivering the pulses, the catheter was pulled out. While it was being pulled out, the balloon had detached from the shaft while it was being removed from the femoral artery. The detached portion of the balloon was safely retrieved from the patient.

Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For investigation. The device was returned in two pieces and no components were found missing. The reported failure of detached component was confirmed. Based on the description of the event, as the l6 ivl device was being removed from the femoral artery (groin), the balloon had detached from the shaft. The cause of the detachment could not be definitively determined. It was reported that the device was used off label as it was pulsed within the abdominal aorta and used without an introducer sheath. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.